Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. On-site visual and functional testing was completed on the system. The emi interface was replaced. The issue was resolved with the replacement of the part. The returned part is under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system intra-operatively during a functional endoscopic sinus surgery (fess). It was reported that the instrument interface box had three ports that were not functioning. There was no surgical delay and no impact to the patient.

Manufacturer narrative:
Em interface was tested and found only ports 2, 4, and 6 working. On initial power up, with no tools connected, all port leds would light up for 5 seconds orange except port 3 would light up green. Confirmed failure. If information is provided in the future, a supplemental report will be issued.